Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. The clip delivery system is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed since there was difficulty deploying the mitraclip. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4. The first clip delivery system (cds (B)(4)) grasped the anterior 2 and posterior 2 leaflets. During deployment per instruction for use (IFU), difficultly disengaging the mitraclip from the delivery system was observed on fluoroscopy. Standard troubleshooting was performed by adding or releasing the "m" knob. After the m knob was released and the actuator knob was rotated one more time, the mitraclip disengaged from the delivery catheter and remained successfully implanted at the intended area. Another mitraclip was implanted without reported issue and the mr was reduced to grade 1-2. There were no adverse patient effects. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.